Manufacturer narrative:
Tech found latch had some kind of substance in it. Tech took side rail apart, cleaned and repaired.

Event description:
Tech found bed with the right side rail would not stay latched.